Manufacturer narrative:
The device is en route to the MFR for inspection. A lot check revealed no other similar complaints for this lot number. Our monitoring and trending for this type of event show a rate of occurrence worldwide for the 11 mos of 0.0012%.

Event description:
A distributor in another country, reported that when they rec'd the rt219 circuit the adaptor was deformed on both sides. This fault was found during an inwards goods inspection, prior to use. No pt consequence was reported.